Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: u9324c. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified. Additional information was requested and the following was received: no bleeding and no tissue damaged occurred. The patient is stable. There was no comment about the reason of scissoring.

Event description:
It was reported that during a laparoscopic transverse colectomy, scissoring occurred during use. The device was used on the colon. Another device was used to complete the case. No bleeding and no tissue damage occurred. There was no comment about the reason of scissoring from doctor. There were no adverse consequences to the patient and the patient is stable. No further information is available.